Event description:
It was reported that the consumer could not find the detachable needle of the bd integra¿ syringe after injecting medication, and went to the ER to have x-rays performed. After confirming the needle was not in the consumer's tissue, they returned home and found it had prematurely retracted back into the plunger. The following information was provided by the initial reporter: "on (B)(6)I used syringe and needle , 25g batch number (01) 00382903052707 to inject my prescribed medication. As a result the needle was not visible after the injection and could not be found. In fear that the needle broke off into my tissue, I went to the emergency room. X-rays were taken in the ER which confirmed that the needle was not in my tissue. When I returned home I inspected and opened the syringe and saw that the needle projected backwards and injected into the plunger of the syringe." "Adult daughter gave concent for mom to speak on her behalf. Mom noted they cut syringe in half to view the needle inside. They still have the syringe."

Manufacturer narrative:
H.6. Investigation: five photos were received and evaluated. Four photos displayed a 3ml integra syringe. One photo displayed a discharge paper. It was observed the cannula was retracted inside the plunger rod and appeared to function as expected. No defect was observed. Based on the verbatim, it appeared the cannula retraction mechanism functioned as expected. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the consumer could not find the detachable needle of the bd integra¿ syringe after injecting medication, and went to the ER to have x-rays performed. After confirming the needle was not in the consumer's tissue, they returned home and found it had prematurely retracted back into the plunger. The following information was provided by the initial reporter: "on july 19th I used syringe and needle , 25g batch number (01) 00382903052707 to inject my prescribed medication. As a result the needle was not visible after the injection and could not be found. In fear that the needle broke off into my tissue, I went to the emergency room. X-rays were taken in the ER which confirmed that the needle was not in my tissue. When I returned home I inspected and opened the syringe and saw that the needle projected backwards and injected into the plunger of the syringe." "Adult daughter gave concent for mom to speak on her behalf. Mom noted they cut syringe in half to view the needle inside. They still have the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-26. H6: investigation summary five photos were received and evaluated. Four photos displayed a 3ml integra syringe. One photo displayed a discharge paper. It was observed the cannula was retracted inside the plunger rod and appeared to function as expected. No defect was observed. Two 3ml integra syringes were received and evaluated. One was completely disassembled with the plunger rod cut in half. All components were present. One syringe was in a fully sealed blister pack from batch 9294200 (p/n 305270). No defects were observed. Based on the verbatim, it appeared the cannula retraction mechanism function as expected. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the consumer could not find the detachable needle of the bd integra¿ syringe after injecting medication, and went to the ER to have x-rays performed. After confirming the needle was not in the consumer's tissue, they returned home and found it had prematurely retracted back into the plunger. The following information was provided by the initial reporter: "on (B)(6) I used syringe and needle , 25g batch number (01) 00382903052707 to inject my prescribed medication. As a result the needle was not visible after the injection and could not be found. In fear that the needle broke off into my tissue, I went to the emergency room. X-rays were taken in the ER which confirmed that the needle was not in my tissue. When I returned home I inspected and opened the syringe and saw that the needle projected backwards and injected into the plunger of the syringe." "Adult daughter gave consent for mom to speak on her behalf. Mom noted they cut syringe in half to view the needle inside. They still have the syringe."